Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon revised a 36mm lfit femoral head to a biolox head of the same size.

Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded that "the eds analysis of the adhered dark-colored debris from the head taper showed the debris is consistent with corrosion products and boney matter. No material or manufacturing defects were observed on the device features examined. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "this young large male had a tha which became painful within two years. Because of increasing pain, the hip was revised for presumed metal ion inflammation related to wear in the trunnion. A metal ion inflammatory response is a possibility, however, without gross distortion in the trunnion, ion levels, which are only modestly elevated, and in a short implant time, this diagnosis cannot be definitively confirmed. The possibility of a low-grade infection, with a fastidious organism, remains a consideration. The cause of this problem remains undefined. At this time, there is no direct evidence that this hip inflammation is causally related to the design, manufacture, or materials of this prosthesis. However, there is the possibility that an isolated problem related to: manufacturing; material; or surgical technique; had contributed to an accelerated response to taper corrosion. Infection remains a possibility." -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the exact cause of the reported event could not be determined. There is no direct evidence that this hip inflammation is causally related to the design, manufacture, or materials of this prosthesis. However, there is the possibility that an isolated problem related to: manufacturing; material; or surgical technique; had contributed to an accelerated response to taper corrosion. Infection remains a possibility. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised a 36mm lfit femoral head to a biolox head of the same size.